Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
When she removed it [tampon]¿top portion of the tampon was missing¿a fragment was left inside ¿ vagina [foreign body in reproductive tract]. Top portion was missing/come apart during use - tampon [device breakage]. Case narrative: consumer¿s parent stated via email that a fragment of the tampon was left inside the daughter during removal. No serious injury was reported.